Event description:
The account noticed at 5 percent to 10 percent decrease in pt and quality control results when using aeroset phosphorus reagent lot 42020hw00 with urine specimens. The account calibrated using a new aeroset phosphorus reagent lot with acceptable results. The serum and plasma aeroset phosphorus results are fine. No implact to pt management was reported.

Manufacturer narrative:
The clinical chemistry phosphorus assay may produce falsely depressed results by up to 15 percent for serum/plasma applications about 8.0 mg/dl (2.6 mmol/l) and urine applications about 80.0 mg/dl (25.8 mmol/l) for lot numbers 42020hw00 and 44037hw00. Abbott has not rec'd any reports of adverse events related to the affected lots of clinical chemistry phosphorus reagent. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.